Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a note in the patient's medical information stated that the ins was explanted at a procedure in (B)(6) 2019.